Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation and the left ventricular lead was programmed off. On (B)(6) 2015 the lead was capped and replaced. The patient tolerated the procedure well and was in good condition post procedure.